Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that that the mobile power unit (mpu) had a broken pin in the black power lead. It was noted to be broken off during an annual inspection by biomedical engineering.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin on the patient cable of the mobile power unit (mpu) was confirmed. The mpu (serial number: (B)(6) was returned to the pleasanton service depot. Upon initial inspection, the missing pin was noted. The mpu booted up as intended. The patient cable was replaced, the unit passed all functional testing, and preventative maintenance was performed before returning the unit to the customer. The patient cable was forwarded to the product performance engineering group for further analysis, and the patient cable was connected to a known working test unit and the patient cable was able to support a test controller and mock circulatory loop for an extended period of time without issue or alarm. The missing pin was responsible for shield continuity and not transmitting any signal, so no alarms or interruption to system support would be expected due to the reported damage. A root cause for the missing pin was not able to be determined via this analysis. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.